Manufacturer narrative:
Analysis found that the customer's complaint could not be duplicated but found that line master pcb zero gain potentiometer was partially disconnected from the pcb; this could have caused the malfunction of the pedal. Line master pcb to be replaced. Cordset cable had scratches. Safety tape was worn off. Replaced the parts. Tested the unit good as per specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the foot control runs when not pressed, rpms also goes up and down. There was no patient impact.